Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. While inspecting the instrument, the cse performed a total service visit and found that aspirate probe 3 was not removing all liquid from cuvettes. Reagent probes 1, 2 and 3 needed reagent packs bottom calibration adjusted for the sample and ancillary probes. The cse ran precision after which the photomultiplier tube started giving high relative light unit (rlu) errors on dark counts. The cse installed a new luminometer and ran dark counts, resulting within range. The cse calibrated all assays and ran quality controls (qc), resulting within range. The cse ran precision check for vitamin d level 1 control and testosterone, resulting satisfactory. The cause of discordant falsely elevated vitamin d result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated vitamin d result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was then diluted with a dilution factor of 1:2 and tested twice and the results obtained were lower and as expected. One of the replicate results was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin d result.